Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4)- additional premarket/510(k) p190006.

Event description:
It was reported that there was a foreign body in the sterile packaging. When opening the box and performing a routine visual inspection, it was noted that there was a foreign body that was approximately 2 mm in size. The urgent support line was called, and they recommended using an alternative product if available. The darwin manager called to get approval to open a new device. There were no reported complications. This foreign body was found when opening the product during set up before the implant.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4)- additional premarket/510(k) p190006. With all the available information, boston scientific concludes that the foreign body could not be confirmed, only the ipg and wrench were returned. The original packing was not returned. The foreign body could not be confirmed, only the ipg and wrench were returned. Device inspection proceeded as normal and found zero issues with device. The device passed visual inspection, impedance testing and charge testing. Images from the field were provided and reviewed. There was unidentified black foreign material confirmed to be sealed within the device packaging.

Event description:
It was reported that there was a foreign body in the sterile packaging. When opening the box and performing a routine visual inspection, it was noted that there was a foreign body that was approximately 2 mm in size. The urgent support line was called, and they recommended using an alternative product if available. The darwin manager called to get approval to open a new device. There were no reported complications. This foreign body was found when opening the product during set up before the implant.